Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00291: screw.

Event description:
An acu-loc vdr plate was implanted. A post operative x-ray showed that a secondary fracture had formed at the final proximal hole.